Manufacturer narrative:
The leads were discarded by the medical facility and will not be returned for evaluation. The patient is reportedly doing well.

Event description:
After a trial lead placement, the patient reported pain in her back and legs. The patient was evaluated and the leads were explanted. The physician indicated that the pain in the patient reported was due to the trial procedure.